Event description:
On 3 occasions, my medtronic 770g insulin pump has errored requiring a complete restart of the pump to include confirming the time and date. This error has occurred unexpectedly and does not appear connected to any specific one action. It appears to be an embedded software issue related to a combination of events such as a bolus, an ongoing calibration, and an alarm. I have contacted medtronic customer service on two occasions regarding this issue. Their response was that they didn't know the cause, that they noted my concern, and would have engineering look into it. As this has occurred for me on 3 occasions and I have not heard any action on the part of medtronic, I am reporting it. This could be a serious issue if I were not awake when it occurred and/or unable to reset the pump to include restarting the reservoir and setting the time. Being unable to do these things would mean no insulin delivery causing a potential hyperglycemic condition. Medtronic has not offered to replace the pump due to this issue. FDA safety report ID# (B)(4).